Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2019-oct-03 regarding a patient receiving clonidine, bupivacaine, baclofen, and another unknown drug (dose and concentration unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that one time on an unknown date, the pump was not refilled in time and the patient went into detox. The patient got really sick from it and started having shakes. The patient was seeing a different healthcare provider (hcp) at that time but that hcp went out of business. It was noted that the situation was resolved. At the time of report the print out from 2019-jun showed estimated replacement was in (B)(6) 2019 . No further complications were reported or anticipated.